Event description:
Reportedly, the subject pacemaker reached its recommended replacement time (rrt) after three years of implantation. The physician was planning to implant a second pacemaker on the opposite side of the chest to avoid an infection on (B)(6)2018. Following the recommendations sent on (B)(6)2018, the subject pacemaker was explanted on (B)(6)2018 and should be returned for analysis.

Event description:
Reportedly, the subject pacemaker reached its recommended replacement time (rrt) after three years of implantation. The physician was planning to implant a second pacemaker on the opposite side of the chest to avoid an infection on (B)(6) 2018. Following the recommendations sent on (B)(6) 2018, the subject pacemaker was explanted on (B)(6) 2018 and should be returned for analysis.